Manufacturer narrative:
H4: the lot was manufactured between march 28, 2023 ¿ march 29, 2023. H11: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that a small amount of cloudy lipid solution creeping up in the tubing fluid pathway of the inlet port 10 and 11 that appeared to leak from the lipid solution connection to port 20 inlet. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2400 valve set was leaking. The leak was described as lipid fluid drawing up through the aqueous ingredient inlet port while solution was being transferred to a parenteral nutrition bag. This occurred during compounding prior to patient use. There was no patient involvement. No additional information is available.